Event description:
It was reported that the customer's insulin pump's screen went blank. The customer's mother stated the insulin pump has been dying then turning back on frequently. The customer's blood glucose level was 210 mg/dl. Troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)